Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer was not able to take control of universal surgical manipulator (usm) 1 or 2. The system was not connected to the network, so logs could not be reviewed. The technical support engineer (tse) walked the caller through an emergency stop and fault override with no change. An error 23003 occurred, which the caller was able to recover from. The tse walked the caller through a power cycle of system and a hard power cycle of the surgeon side console (ssc), which resolved the reported problem and the customer was able to proceed with the case. Later, the customer called back and reported they encountered a recoverable fault, which forced them to disable a usm. After the caller disabled the usm, the site could not control usm 1 or usm 2. The caller was not sure what error code number they encountered. The tse informed the caller after disabling the usm that the system must be power cycled to enable the usm. The caller was concerned with proceeding with the case, because if an error persisted a conversion would be detrimental to the patient. The tse informed the caller that the issue was likely to persist since they had already hard power cycled and the issue returned. The tse identified two other systems on site with the same software and asked if another ssc was available. The caller confirmed, so the tse walked the caller through swapping out the ssc during the case and the customer able to proceed with the case. During the swapping of the ssc, the system was connected to the network, and the tse was able to observe a non-recoverable error 25521 in the logs. The site continued the procedure with no further complications. On 31-may-2022, the surgeon was contacted and additional information was obtained about the complaint: the procedure was completed without any injury or harm to the patient. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left master tool manipulator (mtml) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the master tool manipulator, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A log review was performed. Per the review, the a 25521 error occurred on (B)(6) 2022 using system sk0300. This complaint is considered a reportable event due to the following conclusion: the customer converted to a different surgeon side console (ssc) after the start of the procedure due to a non-recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the master tool manipulator unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported failures during power up. The root cause of the reported failure was determined to be a component failure.